Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass procedure while the surgeon was sewing the bowel, the needle disengaged from the device. To correct the issue, the needle was retrieved with graspers. To complete the procedure, a new device and loading unit were used. No patient injury or extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.